Event description:
The customer reported approximately twenty (20) milliliters of fluid leaked within the instrument under the flowcell involving the coulter lh 750 hematology analyzer. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient samples were not analyzed at the time of the event, and results were not generated. There was no patient impact. The laboratory has an exposure control/risk management plan in place. A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) observed fluid leaked under the laser area. The fse replaced the sample line (tubing) from the differential mixing chamber to the bottom fitting of the flowcell to resolve the issue. System performance was verified. The instrument conformed to the manufacturer's published specifications and was returned to normal operation. (B)(4).